Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 had performed to specification up to (B)(6) 2011. The info obtained from this device showed evidence that the device had been stored outside the recommended storage conditions (0 degrees celsius to 50 degrees celsius/32f to 122f). There was also evidence to show that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2011 and continued consistently up to (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. Exposure to the adverse storage conditions would have contributed to the fault in the membrane. The membrane fault caused the device to switch on automatically, which can cause the early depletion of the pad pak. The pad-pak was not returned with this device and was not included as part of this investigation. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.